Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad was unable to be reviewed, as the lot number was not provided. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), a perforation occurred and the patient expired. The target lesion was 80% stenosed and located in the proximal left anterior descending artery (lad). Following the second pass with the oad on low speed, imaging was performed and a perforation was noted. A stent was placed to resolve the perforation and a ventricular assist device and life support were deployed to stabilize the patient. It was reported that the patient expired later that evening.